Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles from (most probable event date) confirmed the reported error message displayed as vacuum offset voltage too low and please eliminate error and confirm, but the reported error message appeared during vacuum check. The reported error message occurred after cancellation of two treatments, during vacuum check. The cancelled treatments were first aborted by user by pressing the foot pedal during the vacuum process, due to difficulties with suction two and was then cancelled by user. No error message occurred during mentioned treatments. The error message occurred after the cancellation and not during a treatment, so there was no "vacuum issue during laser ablation". During onsite visit the field service engineer (fse) reworked vacuum pump connections and replaced puf board (rev. 01) with rev 02 board. Fse checked vacuum, vacuum was in specifications and performed system verification as per sir (service installation record). Puf board was received for investigation at facility. Visual inspection of puf board shows no obvious damage. Functional inspection of the puf board on the system was performed. Vacuum check could be passed. Docking process with patient interface on a rubber test eye was performed without issue, vacuum could be archived successfully, and treatment would be possible. The reported issue cannot be reproduced and no malfunction could be confirmed. No technical root cause was identified as the product was found to be within specifications. Root cause is component wear of the puf-board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles from most probable event date) confirmed the reported error message showed as "info='vacuum offset voltage too low\n\please eliminate error and confirm!'", but the reported error message appeared during vacuum check. The reported error message occurred after cancellation of two treatments, during vacuum check. The cancelled treatments were first aborted by user by pressing the foot pedal during the vacuum process, due to difficulties with suction two and was then cancelled by user. No error message occurred during mentioned treatments. The error message occurred after the cancellation and not during a treatment, so there was no "vacuum issue during laser ablation". During onsite visit the field service engineer (fse) reworked vacuum pump connections and replaced puf board (rev. 01) with rev 02 board. Field service engineer (fse) checked vacuum, vacuum was in specifications and performed system verification as per sir (service installation record). Root cause is component wear of the puf-board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported vacuum error and vacuum offset voltage was too low.